Event description:
During a procedure in another country: the pt experienced bilateral lower limb stenosis. The physician first implanted two cordis iliac stents for opening the proximal vessel, then used two boston balloons for cutting, then implanted two intracoil's. After balloon dilatation, implanted intracoil in distal, and then in proximal, the proximal part of distal intracoil overlapped with the distal part of proximal intracoil. After the angiographic, the proximal intracoil did not open normally, especially in the middle part. Since the intracoil could not open, the physician assumes that the pt's vessel will be blocked.